Manufacturer narrative:
Tests performed at the manufacturer service center confirmed the report of image loss. Repair included replacement of the ccd camera assembly and the bending sheath at the distal tip.

Event description:
It was reported that video for all three images was lost during a case. According to the report, another device was successfully used to complete the procedure without injury or other adverse health consequence to the patient.